Event description:
After multiple intravenous (IV) insertions when attempting to place 22 gauge angiocaths on multiple outpatients for procedures, it was noted that although the IV was inserted correctly and before the plastic applicator advancing piece could be removed, instant bleeding occurred at the site every time. Various lot numbers were identified. The manufacturer representative came to hospital to review the issue. Feedback from company is pending.